Event description:
It was reported that there was difficulty in recapturing the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 21mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. The physician attempted to fully recapture the device; however, despite several attempts he could not get the sheath to collapse the anchors and disengage from the patients tissue. The device was redeployed and released in the patient. It was noted that the device met criteria for release. The compression was 13-23%. There were no patient complications.